Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope displayed error code b31 (scope communication error). The issue occurred during preparation for use. The therapeutic procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause of the b31 was breakage of the imaging section and breakage of the circuit board of the video connector section. The image sensor unit may have had anomalies, leading to the subject event. The probable cause of the anomalies may be irregular load to the bending section, resulting in the event since scratches on the distal sheath and chipping on the distal sheath glue was observed. However, it was unable to be specified. The circuit board in the endoscope connector may have had anomalies, leading to the subject event. The probable cause of the anomalies is external stress of bumping and others during handling of the device, causing irregular load to the internal circuit board to be broken since scratches were observed on the video connector, the light guide connector, and the video connector case. However, it was unable to be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected in accordance with the instructions for use: ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ inspection of the endoscopic image.¿. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.